Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with multiple boluses and downloaded using care link pro. The boluses were delivered and showed up on general report. No unexpected bolus stopped alarm noted during testing. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose was 220 mg/dl. It was stated that they has done a correction bolus and have no insulin on board and had not deliver his bolus. Customer reported that the correction bolus was incorrect. Calculated bolus was not modified. Insulin pump was not make correct calculations based on information entered. The customer was advised that the insulin pump will need to be replaced. Instructed customer to enter bolus amounts manually prior to receiving replacement. The insulin pump will be returned for analysis.